Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately five years post-implantation, the patient underwent a right hip revision due to pain and metallosis. There was corrosion at head neck junction. There was a defect in the anterior aspect of the gluteus medius and a defect in the medial acetabular wall. There was a small area of metallosis in posterior aspect of greater trochanter, along within bursa. All components except for the stem were revised. Attempts have been made and no further information has been provided.